Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer stated alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.